Event description:
Suture breakage. Customer reports that suture broke during an unspecified surgical procedure. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device family initially reported assuming indicent could recur.